Event description:
The user reported a leak at the top of the drip chamber joint. The set had been in use for approx 15 to 30 minutes; one side of the y was primed with saline and the other side of the y was left until blood was attached. When the blood infusion began is when the leak was noticed. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.

Manufacturer narrative:
(B)(4). The sample involved in this event was not returned. No failure investigation could be performed. Lot history record could not be performed, because no lot number was available.